Manufacturer narrative:
The pump was received with a blank flashing white lcd display anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the flashing white lcd display. The pump was received with a cracked keypad overlay at the select button, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The caller confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The caller also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new aa battery was inserted into the insulin pump but the display did not return. The caller removed the battery and reinserted it and the device remained blank. The customer was advised to remove the battery for two hours and call back. The insulin pump was not returned or replaced at this time.